Manufacturer narrative:
The patient underwent a revision in which it was revealed that one of the df-1 terminal pins had come disconnected at the header. The issue was resolved with the same products. No adverse patient effects were reported. Should additional information become available this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted scratches on the case and body fluid contamination in the lead barrels. There was a hole in the df- seal plug, and all other seal plugs were intact. The set screws all operated normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The field observation was not confirmed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected an shock impedance of >125 ohms. It was reported that at the time of implant, at a different facility, defibrillation thresholds were done and were normal. There was inquiry on the current out of range measurement. Technical services discussed issue. Additional information was received that this device was returned for analysis. The reason for explant was unknown, but no further field allegations were received. No adverse patient effects were reported.